Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device failed to boot up and failed to recognize hard disk. The fse cleaned the host pc, unplugged and reconnected the hard disk as a part of the repair process. After repair of the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device failed to boot up. The device was not in clinical use. No patient harm reported. Philips has started an investigation of the complaint.